Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-08014), was submitted on 05-may-2025. Upon receiving additional information, infusion set information was provided. Additional information - this MDR is being submitted to include the below: d1: brand name. G4: PMA/510(k) number. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6)2025. The leakage was in the cannula. The infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.